Event description:
It was reported that log file review captured driveline power a faults on (B)(6) 2023. The controller and modular cable were exchanged, and the alarms resolved. Related manufacturer's report: 2916596-2023-04317.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file. The controller event log file contained approximately 3 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2023 at 1:36:46 due to the current sense on line a dropping below the threshold amperage; the alarm did not resolve throughout the remainder of the log file. The alarm did not affect the controller¿s ability to support the pump at the set speed throughout the log file. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 03aug2020. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.